Manufacturer narrative:
From the original report: the reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connecter type associated with this event. Device labeling addresses possible outcomes of leak(s) as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing

Event description:
Reported as: a patient with the lap-band system was reported to have "stated the fills are not working. Dye was run through the tubing and it was found to have multiple leaks." Follow up with the physician confirms: "both the lap-band and port had a leak." The patient's lap-band system remains implanted.

Manufacturer narrative:
Taper ii. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. The lap-band shell, access port tubing and access port was observed to have yellow discoloration. Non-penetrating nicks were observed on the port base. A port leak test was performed and no leakage was observed. An air leak test was performed and leakage was observed in the band tubing collar junction. A fill inspection was performed and no blockage or resistance to flow was noted. Microscopic analysis noted wear/abrasion on the band tubing collar junction and band shell. One smooth opening was observed on the band tubing collar junction. Striated openings were observed on the port tubing, consistent with the removal of the device.

Manufacturer narrative:
This supplement #1 - medwatch was originally sent to the FDA on 07/18/2016. A notification was received from the FDA on 18/mar/2020 requesting a re-submission of this report, as the supplement #1 report was not available in their database. Resubmission of this supplement #1 - medwatch was sent to the FDA on 17/apr/2020. Information from original submission on 07/18/2016: taper ii. Supplement #1 sent to the FDA on 07/18/2016. Additional information: d10, h3, h6. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. The lap-band shell, access port tubing and access port was observed to have yellow discoloration. Non-penetrating nicks were observed on the port base. A port leak test was performed and no leakage was observed. An air leak test was performed and leakage was observed in the band tubing collar junction. A fill inspection was performed and no blockage or resistance to flow was noted. Microscopic analysis noted wear/abrasion on the band tubing collar junction and band shell. One smooth opening was observed on the band tubing collar junction. Striated openings were observed on the port tubing, consistent with the removal of the device.